Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post and by phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2015 with blood glucose of 12 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive and in a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer stated they had another coma 4 months apart from the above incident. The customer stated they depended on sensor alarms but majority of the time they were wrong. The customer also stated the low was not due to a pump fault but poor management of their diabetes by their doctor, who had her on the pump and insulin pens at the same time. The insulin pump will not be returned for analysis.